Event description:
It was reported that the customer had a seizure and was hospitalized with high blood sugars. The day prior to the incident the pump would not rewind. The screen indicated it was rewinding but the mechanism inside the pump never moved. Troubleshooting indicated the pump was working properly. However, since the customer is on dialysis the health provider would like the pump replaced.